Manufacturer narrative:
The initial reporter named in block is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) discovered that with the old software revision the autofill calibration was within specification. So the stm re-installed the old software and performed service diagnostics. The iabp then passed all tests and was returned to the customer for clinical use.

Event description:
The getinge service territory manager (stm) reported that after installing new software into the cs300 intra-aortic balloon pump (iabp) as part of a field action the autofill calibration failed. The iabp will fill, purge and fill again to only 53 mmhg which is below specification. The stm was unable to make any adjustments. There was no patient involvement or adverse event reported.